Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been identified that this record, mrn 9617229-2024-0011249, is a duplicate of 9617229-2023-16133. Please see mrn 9617229-2023-16133 for reportable events.